Event description:
The facility representative reported an infuso.r. Pump with a condition of "where syringe is placed at the bottom, the hinge broke off at the top." This condition occurred during programming/setup in the "operating room" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken hinge where the syringe is placed involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged syringe holder. The syringe holder was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.